Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d2, g3, g6, h2, h3, h6, h10, h11. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; a product evaluation could not be performed. Medical records were not provided. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint histories identified additional similar complaints for the reported items and no additional similar complaints for the reported part and lot combinations. It can be assumed that multiple contributing factors, related to either patient condition and behavior or implantation procedure, contributed to the migration of the screws. If and to what extent any of these aspects may have influenced the migration of the screw remains unknown. An additional deeper investigation was performed which identified the design limitation of the corelock mechanism of the affixus nail as a potential contributing factor. As part of the deeper investigation, a scientific literature search was conducted and a systematic review of the outcome of intramedullary nailing for acute proximal humerus fracture showed that screw migration and perforation into the joint is the second most common complication following secondary loss of reduction. In addition, scientific literature of competitor and predicate devices were assessed. This review has shown that the affixus® natural nail® proximal humeral system performs better and/or in equal range in comparison with legally marketed similar devices. In conclusion, as the cause may be multifactorial an exact root cause could not be identified for the migration of the screw. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10. Blunt tip screw, ã¿ 4x34mm item# 47248603440 lot# 3216546. Blunt tip screw, ã¿ 4x34mm item# 47248603440 lot# 3221182. Blunt tip screw, ã¿ 4x36mm item# 47248603640 lot# 3230170. Blunt tip screw, ã¿ 4x48mm item# 47248604840 lot# 3233362. Cortical bone screw, ã¿ 4x24mm item# 47248612440 lot# 3228195. Cortical bone screw, ã¿ 4x26mm item# 47248612640 lot# 3232070. Proximal humerus nail cap, 0mm item# 47248801000 lot# 3228199. G2. Report source: japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient had an initial surgery with ann nail system. Subsequently, 42 days post implantation, surgeon found that 3 proximal screws were backed out from the proper position. The surgeon keeps an eye on the patient condition as well as no revision will be planned so far. Diligence is completed and no further information on the reported event has been provided.